Event description:
A company representative reported that a lite es2 compatible y-wire fractured in bone intra-operatively and that the fractured component remains in the patient. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.